Manufacturer narrative:
A follow-up report will be filed if more info becomes available.

Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction. The md inserted the iab into the pt and blood "came gushing into the drive line tubing." There was never an attempt to inflate the iab due to the immediate blood in the drive line tubing. The md removed the iab, and the iab was still wrapped; "was filled with blood." The md inserted another iab with success. There were no reported pt complications.